Manufacturer narrative:
No device was returned for evaluation. No prior repair records noted. No event history log provided to review. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. The reported issue cannot be confirmed as no product was returned for investigation. Based on the review of information provided from the customer we are unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen reads e10036. Battery was removed then reinserted and settings reviewed. Reservoir volume was 112.4 ml, rate was 3.0 ml/hour, given was 25.6 ml. Pump was started and alarm reoccurred. There was patient involvement, and no patient harm/adverse event reported.